Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain and suffering, mesh erosion, mesh exposure, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, pelvic pain, and recurrent urinary incontinence. Pt has underwent corrective surgery. Product was used therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).